Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4): analysis of the recharger 97755 intellis rtm (s/n: (B)(6)) revealed a "recharger problem, cannot continue, call medtronic" message and fail t5100 (antenna temperature test result), suspect rtm recharge coil defective. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt says they tried to charge implant yesterday and saw a screen saying "recharger problem call medtronic". Pt says they don't think the recharger is heating up during recharge.  Patient services (pss) has pt reset the controller. They then tried to connect to charge and did connect, and it said recharging excellent. Pt says their ins is at 30 percent. Pt was told to continue charging their implant and that pss would call back to check in on charging process. Pss called back twice, pt did not answer, they left pt a message to call back if needed. Pt called back stating she has been charging and it's at 90%. Pt states she did see recharging problem while charging and was told to call back to possibly get a lithium battery, pss reviewed does not sound like a battery issue with the lithium and pt was upset and wanted to talk with previous agent. Pt called back and says they are seeing "recharger problem" screen and can't charge. They are worried because ins is at 10 percent and don't want it to go to 0 percent. Additional information received. Pt called yesterday seeing screen saying ""recharger problem call medtronic". Pt says rtm is heating up , reset controller. They then tried to connect to charge and did connect and it says recharging excellent and was going to continue charging implant, but called again today and is now seeing "recharger problem" screen.